Event description:
The distributor reported on behalf of their customer that the device would not calibrate to zero. It was further reported that although the device was in contact with a pt, the pt did not sustain an injury. The catheter was not zeroed prior to insertion.

Manufacturer narrative:
An investigation has been initiated based on the reported info.